Event description:
It was reported that the patient had a low voltage alarm when on the power module. The patient was put on batteries and the power module and patient cable were exchanged, but the alarms continued. Log files captured data from 10feb2023 through 21feb2023. The data indicated that the emergency backup battery (ebb) had been used 17 times. The event log file recorded ebb uses when the black power lead was disconnected and the white power lead was connected to any power source. The last recorded ebb use was on (B)(6) 2023 as the patient was switching from battery power to power module power. On (B)(6) 2023, a backup battery fault appeared at 9:46 am and 12:53 pm. The ebb was replaced around 1pm, but the alarms persisted after exchanging the backup battery. The controller was exchanged, which resolved the low voltage alarms and the backup battery faults.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of increased ebb usage count increase, backup battery fault, and low voltage alarms was confirmed via the log file review. The system controller event log files spanned approximately 2 days ((B)(6) 2023 from 10:32 to 16:35 per the timestamp). Backup battery fault alarm activated on (B)(6) 2023 at 09:57, (B)(6) 2023 at 19:19, and (B)(6) 2023 at 12:53 due to ebb circuit fault. This is likely to be caused by the backup battery not being seated properly causing ebb use count to increase and seems to have resolved after replacing a backup battery on (B)(6) 2023 at 12:56. Atypical low voltage alarm activated on (B)(6) 2023 from 10:53 to 10:54 and (B)(6) 2023 from 18:04 to 18:08 due to fluctuating voltage on the power cables. Atypical power cable disconnect alarm activated on (B)(6) 2023 at 18:08 and at 18:09 due to invalid rsoc fault being active for more than 5 seconds on the black power cable not associated with a power source exchange. The alarms resolved shortly after activations and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The system controller periodic log files spanned approximately 12 days ((B)(6) 2023 per the timestamp). Ebb usage count increased from 31 to 55 between (B)(6) 2023 at 11:01 and (B)(6) 2023 at 13:00. Based on the log file event, this is likely to be caused by the backup battery not being seated properly. The periodic log file captures events at specific interval and does not show the onset of events. No other notable alarm was observed. The hm3 system controller, was not returned for analysis. No exchanged products will be returned for evaluation. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including backup battery fault, low voltage, and power cable disconnect. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.